Manufacturer narrative:
At this time the device and lead remain in service and will continue to be monitored. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range high shock impedance measurement on the right ventricular (rv) lead. Additional information was received that the situation will continue to be monitored with follow-ups with no changes made at this time. There were no adverse patient effects.